Event description:
Reporter alleged obtaining a blood glucose result of 300 mg/dl on the advantage system while using expired strips and then taking 5 units of apidra based on that result. Reporter stated that one hr later, she obtained another result of 330 mg/dl on the same system and she took 5 more units of apidra based on that. Reporter alleged that one hour later, she obtained another result of 394 mg/dl on the same system and she took 5 more units. Reporter stated that she had what she thought were hyperglycemic symptoms, so she drove to the ER where one hr later, a result of 34 mg/dl was obtained on the hosp meter. She reported she was treated with orange juice, sugar, a glucose IV, given food and then released 3 hrs later. No other actions or treatment were reported taken or received. A request was made for the return of the suspect device and replacement product was sent.